Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states her mother has a commode from 4 years ago and the seat cracked about one and half years ago.